Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma deep in the "mid and lateral cheek." Patient complained of "extreme sensitivity to upper and lower teeth unilaterally" and "pain to upper and lower teeth and pre-auricular area." Patient was seen by a dentist 1 week ago, no information if any dental treatment was received. An advising healthcare professional suggested antibiotics.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "extreme sensitivity and pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.